Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, ' latch switch error, door not recognized' was reproduced as a system error 320. A review of the event history log revealed ec320 (latch switch error) and "shut door - power off". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower aux. Lower aux requires replacement and hooks requires adjustment to address this issue. This issue may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: latch switch error, door not recognized. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.